Event description:
It was reported that patient faced sufficient subcutaneous tissue which leads bent cannula issue upon insertion event on (B)(6) 2026 and patient experienced high blood glucose level and treated with insulin pen.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.